Event description:
It was reported that on (B)(6) 2008, the patient underwent a xience v stenting procedure in the distal circumflex with one 3.0 x 18 and one 3.0 x 8 stent and in the mid left anterior descending artery with one 3.0 x 18 and one 3.5 x 18 stent. On (B)(6) 2011, the patient was hospitalized with a dull ache in the mid-sternal area of the chest, diaphoresis, nausea and shortness of breath. The patient was treated with nitroglycerin, heparin, aspirin, morphine and 2 liters of oxygen were applied by nasal cannula. On (B)(6) 2011, the patient underwent percutaneous coronary revascularization, with xience v stent implantation in the proximal circumflex and in the first obtuse marginal artery, for 99% stenosis involving the left circumflex with in-stent restenosis in the distal end of the stent. The patient's condition resolved on (B)(6) 2011 and was discharged from the hospital. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina, nausea and stenosis are listed in the instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.